Manufacturer narrative:
B3 date of event and d6a implant date: estimated since the actual date was not reported.

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 3.00 x 38mm synergy xd drug-eluting stent had been implanted to treat the target lesion. During the second intervention to balloon a distal lesion, the stent became deformed and unraveled in the proximal lad. Another stent was implanted to cover the deformed stent with excellent result. The patient did fine, and no complications were reported.